Event description:
Event: vascular injury. On (B)(6) 2021, the patient underwent an aln filter implantation in the infrarenal inferior vena cava to prevent pulmonary thromboembolism. On (B)(6) 2021, the patient complained of back pain. CT was performed and showed that the lumbar artery near the implanted filter was damaged and bleeding. It became a large hematoma compressing the vena cava. The patient underwent an acute procedure. A cuff of afx stent graft system ((B)(6) lifeline) was placed in the aorta to stop the bleeding. The procedure was fished. Patient's condition after the operation: the patient is no more in pain. The hematoma however still compresses the filter and the vena cava, which became narrowed and deformed. Physician's comment: I implanted the filter successfully and appropriately in order not to compress the vessels, although the target vein might have been smaller in diameter than I thought. Images taken after the implantation suggested no problem. I suspected the implanted filter caused the pain based on the area the patient indicated, so I took a CT scan right away. The patient might have died if I had not found the bleeding then.

Event description:
The patient is observed in the hospital, and in stable condition without any complications of retroperitoneal hematoma.